Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. The investigation could not verify the reported issue. Based on the investigation, the complaint allegation was not confirmed. Updated: d10, h3, h6.

Manufacturer narrative:
Additional information was received indicating the serial number of pump and patient information.

Event description:
Information was received indicating that a smiths medical cadd legacy pump lost its programming. Subsequently, the patient used a backup pump. No patient consequences were reported. No adverse effects were reported.